Manufacturer narrative:
The reference c16182 has been allocated to this case by rayner. On 7th december 2016, rayner received notification from its (B)(4) distributor of that a healthcare professional had reported that a corneal injury following use of single use soft-tipped disposable injector, model: r-inj-04 (model confirmed following return of device). Despite requests for additional information to facilitate further investigation of this event, no further information has been received from the distributor. The r-inj-04 injector was retained by the healthcare facility and was returned to rayner for examination. The device inspection performed concludes "stress marks in the injector nozzle are consistent with the lens getting trapped in the injector. The product testing performed confirms that the injector performs as intended. The cause of corneal damage cannot be established via the product inspection performed; however, there is no evidence to suggest a causal relation to the returned r-inj-04 injector".

Event description:
On 7th december 2016, rayner intraocular lenses limited received notification of an event that occurred during use of a rayner single use soft-tipped injector (model: verbatim report described the report as "standed" but did not provide a model number, device returned to rayner is a r-inj-04). The event description provided, stated that the doctor had reported that a rayner injector had been found to be a little bit jagged resulting in an injury to the patient's cornea.

Manufacturer narrative:
Rayner has assigned the reference number (B)(4) to this case. The (B)(4) distributor notified rayner on 7th december 2016 that a healthcare professional had reported a corneal injury following use of a rayner single use injector. No further event details are available to rayner at this time. Rayner is working with its distirbutor to obtain additional information to facilitate further investigation of this event. The distributor has confirmed that the injector subject to this report has been retained by the healthcare facility and that it will be returned to rayner for evaluation. Device not yet received.

Event description:
On the (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred during use of a rayner single use injector (verbatim report described the injector as standard but did not provide a model number). The event description provided stated that the doctor had reported that a rayner injector had been found to be little bit jagged resulting in an injury to the patient's cornea.